Event description:
End-user reports a red raw area to the 3 o'clock - 6 o'clock position on the peristomal skin located under wafer's mass and tape collar since (B)(6) 2013. End-user indicates that she does experience a burning sensation from this area, but it does not itch.

Manufacturer narrative:
The event as described is deemed a serious injury, because a breach of skin integrity can cause a range of consequences, some of which can be life-threatening especially to the elder pt. Based on the risk analysis and related risk documentation in convatec's master harm's list, a serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure. According to end-user she changes her pouch within minutes/hours of application. She applies eakin cohesive seals to her peristomal skin and cleanses with dial liquid soap. Allkare adhesive remover is applied at times. She also used reliamed protective barrier wipes to her peristomal but stopped using it on (B)(6) 2013, due to the burning sensation she felt upon use. She now applies stomahesive powder to her peristomal, and performs daily pouch. It has been reported that end-user has contacted her primary care physician who prescribed hydrocortisone cream to the affected site. Her physician advised her to apply the hydrocortisone cream and leave the area open to air for a couple of hours before reapplying her pouch. End-user contacted physician on (B)(6) 2013 and she began applying the hydrocortisone cream (B)(6) 2013. End-user was provided instructions on care and crusting techniques through the use of stomahesive powder and water. End-user has been advised to contact cvt with any questions, concerns, additional instructions and if condition persists. No additional pt/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.